Event description:
Event description guidant received information that following a patient death this cardiac resynchronization therapy defibrillator (crt-d) was interrogated. Review of the arrythmia logbook determined that a shocking impedance of less than 20 ohms on the date the patient died.